Manufacturer narrative:
Expiration date (mm/dd/yyyy): lot#:301490 - 09/20/2017, lot#:314991 - 12/31/2017, lot#:342833 - 06/30/2018. (B)(4). Note that the UDI numbering system had not been implemented at the time of manufacturing for lot number 301490. Device manufacture date (mm/dd/yyyy): lot#:301490 - 10/16/2015, lot#:314991 - 01/16/2016, lot#:342833 - 07/12/2016. Device review could not confirm the reported complaint as the device was not received for review. As the lot number of the lotus introducer set was not provided, a request was initiated to bsc (distributors) to complete a ship history review in order to identify the probable lot number. The three most probable lot numbers were provided, these being 301490, 314991 and 342833. A review of the manufacturing documentation for these three lot numbers did not highlight any anomaly which could contribute to this reported event. A similar complaint trend review has been completed. No significant trend has been identified from this review. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, two root cause classification codes were assigned to this complaint, these being; 'anticipated procedural complication' and 'operational context'. Anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. Operational context is defined as where 'the complaint is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited'. Vessel dissection is documented as a potential adverse effect within the lotus dfu 139816-01 and is an anticipated procedural complication due to a known physiological effect of the procedure as noted within the instructions for use. Based on a review of the risk documentation and based on this complaint investigation updates are required to the risk documentation for the lotus introducer sheath to detail patient death as a potential adverse event. An update is also required for the IFU p/n 139816-01 to detail patient death as a potential adverse event. Vessel dissection is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. There is no indication of a potential processing, design or use failure associated with this complaint. Creganna medical will continue to monitor occurrence rates per the risk documentation. The complaint description details: that 'where the dissection occurred they did subsequently find a pre-existing aortic aneurysm'. The complaint also states that 'the patient had such overweight that in the ap view the physician could not view the saphire wire and the introducer and lotus edge valve at the same time'. Due to patient death being reported for this complaint, a clinician review of the available information was requested from dr (B)(6) who concluded the following "they do not include much detail for this one. It sounds like imaging was a problem due to the size of the patient and that there may have been an unrecognised aneurysm. It is hard to be sure was it the lotus sheath or the valve that caused the problem. Even so it appears to be an event related to the difficult anatomy rather than a defect in the sheath". Reference complaint file for email history with dr (B)(6). Based on the above conclusion, no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types. Device not returned to manufacturer.

Event description:
Abdominal aorta dissection during the introduction of the lotus edge valve. The patient had such overweight that in the ap view, the physician could not view the saphire wire and the introducer and lotus edge valve at the same time. The dissection was repaired with abdominal endovascular aneurysm repair (evar) and a new lotus edge valve was successfully implanted 27mm lot 19741303. The patient did not recover from this and eventually died. Where the dissection occurred, they did subsequently find a preexisting aortic aneurysm. The saphire wire and the lotus introducer was accidently disposed.

Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. Initial investigation indicated 3 potential batches affected, however it was confirmed that device from lot number 342833 was used in the index procedure. A review of the manufacturing documentation for lot number 342833 did not highlight any anomaly which could contribute to this reported event. A similar complaint trend review has been completed. No significant trend has been identified from this review. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, two root cause classification codes were assigned to this complaint, these being; 'anticipated procedural complication' and 'operational context'. - anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. -operational context is defined as where ']the complaint is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited'. Vessel dissection is documented as a potential adverse effect within the lotus dfu 139816-01 and is an anticipated procedural complication due to a known physiological effect of the procedure as noted within the instructions for use. Based on a review of the risk documentation and based on this complaint investigation updates are required to the risk documentation for the lotus introducer sheath to detail patient death as a potential adverse event. An update is also required for the dfu p/n 139816-01 to detail patient death as a potential adverse event. Vessel dissection is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. There is no indication of a potential processing, design or use failure associated with this complaint. Creganna medical will continue to monitor occurrence rates per the risk documentation. The complaint description details: that 'where the dissection occurred they did subsequently find a pre-existing aortic aneurysm'. The complaint also states that 'the patient had such overweight that in the ap view the physician could not view the sapphire wire and the introducer and lotus edge valve at the same time'. Due to patient death being reported for this complaint, a clinician review of the available information was requested from dr (B)(6) who concluded the following "they do not include much detail for this one. It sounds like imaging was a problem due to the size of the patient and that there may have been an unrecognised aneurysm. It is hard to be sure was it the lotus sheath or the valve that caused the problem. Even so it appears to be an event related to the difficult anatomy rather than a defect in the sheath". Reference complaint file for email history with dr (B)(6). Based on the above conclusion no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types.

Event description:
Abdominal aorta dissection during the introduction of the lotus edge valve. The patient had such overweight that in the ap view the physician could not view the saphire wire and the introducer and lotus edge valve at the same time. The dissection was repaired with abdominal endovascular aneurysm repair (evar) and a new lotus edge valve was successfully implanted 27mm lot 19741303. The patient did not recover from this and eventually died. Where the dissection occurred they did subsequently find a preexisting aortic aneurysm. The saphire wire and the lotus introducer was accidently disposed.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Abdominal aorta dissection during the introduction of the lotus edge valve. The patient had such overweight that in the ap view, the physician could not view the saphire wire and the introducer and lotus edge valve at the same time. The dissection was repaired with abdominal endovascular aneurysm repair (evar) and a new lotus edge valve was successfully implanted 27mm lot 19741303. The patient did not recover from this and eventually died. Where the dissection occurred they did subsequently find a preexisting aortic aneurysm. The saphire wire and the lotus introducer was accidently disposed.